Event description:
Physician reported as per diagnostic report "prostheses show lobulated profiles, particularly in the outer sectors, with a modest periprosthetic liquid accumulation. No sign of extracapsular rupture". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed in the device. ¿ crease fold observed in the device. ¿ white calcification observed in the device.

Event description:
Physician reported as per diagnostic report "prostheses show lobulated profiles, particularly in the outer sectors, with a modest periprosthetic liquid accumulation. No sign of extracapsular rupture". Device has been explanted and replaced.

Event description:
Physician reported as per diagnostic report "prostheses show lobulated profiles, particularly in the outer sectors, with a modest periprosthetic liquid accumulation. No sign of extracapsular rupture". Device has been explanted and replaced.

Manufacturer narrative:
Event problem: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. Visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.